Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis and it was missing the battery cover. The device was tested via the power up process and the pump displayed error code 1310. The cause is that the customer allowed the battery to deplete. The error was cleared.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayer lec 1310. There was no patient involved.